Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) (additional contact number). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a hole in the tubing. The issue was further described as, the tubing leaked in the top part, just below the reservoir and closer to the fluid bag (unspecified). This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.